Event description:
It was reported in a service report that the head lift would not run down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - limits for head end lift were not burned in properly.